Manufacturer narrative:
It was reported the switch-case began to emit sparks and smoke. Examination of the internal components of the switch revealed that the electric cord appeared to have been pulled away from the connector, exposing bare wires and allowing them to emit a spark. A resistor had also shorted during the incident. We understand that this is a safety feature, designed to provide additional protection in the event of any electrical issue. Our instructions and warnings clearly state "never pull this pad by the supply cord. Do not use the cord as a handle." We will continue to investigate this issue with our supplier, but at this time we attribute this report to failure to following instructions and misuse on the part of the consumer.

Event description:
It was reported the switch-case began to emit sparks and smoke.